Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. (4.3.4) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 181 mg/dl. Customer uses cold insulin to fill cartridges. Reportedly, the customer continued using the existing cartridge for insulin therapy.